Event description:
It was reported that the physician experienced difficulty deploying the superion indirect decompression spacer during an implant procedure resulting in damage to the spindle cap. The physician confirmed all pieces of the device were removed from the patient and assessed there may have been osteophytes present causing resistance. The procedure was successfully completed with another of the same device and the patient did well post-operatively.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to the device prevented functional testing, however, this damage to the spacer indicates excessive force was used during the procedure. A labeling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that the physician experienced difficulty deploying the superion indirect decompression spacer during an implant procedure resulting in damage to the spindle cap. The physician confirmed all pieces of the device were removed from the patient and assessed there may have been osteophytes present causing resistance. The procedure was successfully completed with another of the same device and the patient did well post-operatively.